Event description:
During the surgery physician used endeavor resolute rx 2.50mm x 08mm to treat the lesion that showed 95% stenosis in lcx. The device could not pass the lesion, which was pre-dilated. The device was inspected prior use with no abnormalities noted. There was no resistance encountered at the lesion. Lesion calcification and tortuosity are unknown. No patient injury noted. Evaluation summary the distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th proximal segment was misaligned with slightly raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis). (B)(4).